Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had flashing display. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was flashing a white and not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. Customer also stated that the serial number was rubbed off. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored during testing and no flashing blank display or missing segments/partial display anomalies noted. Power connector plug in and locked in place properly, however device received with corroded battery tube.